Event description:
A report was received that the patient could not charge the ipg. The patient will undergo battery revision.

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo battery revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced per physician¿s preference. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.